Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin pump error and was alleging possible under delivery. The customer¿s blood glucose level was 159 mg/dl and 209 mg/dl. The customer was treated with bolus. The customer reported that the insulin pump did not pass self test. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Reasons why customer alleged insulin pump was under delivering because they did not smell insulin when delivering a bolus. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08755 inches. No missing segments or partial display or pump error 63 alarm noted during testing. However, pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.